Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found two missing separators, a scratched lcd lens, worn dso seal, and uso seal. A system fault 44,510 error was revealed twice in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the cause regarding ec 44,510 was user interface irq abort. The issue related to real time clock battery depleted. To address the issue, the software was upgraded. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported device requires a software upgrade. The last error code was 44510. The device had a scratched lens and missing battery stabilizers. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplement MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.